Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that they were seen by their dentist who informed them they need to stop their treatment due to gum disease. This is a contraindicated patient. Requested letter of recommendation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.